Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: mentor memorygel 550cc silicone breast implant, cat/sn: 3505504bc, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel 550cc silicone breast implants which the report indicates that pain on the right side immediately after surgery and getting worse, tingling, feels foreign, very uncomfortable, it is very sore from the top of her lungs and arm pits. Occurred after the implantation. Mammogram and ultra sound examinations done in 2017 and confirmed calcium deposits. The issue has not been confirmed by the physician. At the time of this report, mentor has no information regarding explantation or an expected explantation date.